Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and with an investigation documented by philips complaint handling. The device was evaluated at customer stie by philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective battery. The issue was resolved by replacement of defective battery and the product is back in service.

Event description:
It was reported to philips the est test failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.